Event description:
It was reported that the catheter was inserted into the male patients left internal jugular on (B)(6) 2011 in the intensive care unit (ICU). At the time of insertion, after the doctor removed the spring wire guide (swg) and closed the blue clamp, the blood did not stop flowing. He flushed the line and put a bung onto the end of the line. A short time afterwards the nurse prepared to connect the line to the renal replacement therapy circuit. She had just flushed both lumens with saline and the 10ml syringes she had used were still attached to the extension lines. She was about to connect the circuit when she was called away to attend the patient in the bed next door. When she returned she found the syringe, which was on the distal lumen, had fallen off and blood was coming out of that lumen despite the blue clamp being closed. The renal replacement therapy (rrt) circuit lasted until (B)(6) 2011 when it clotted. Another renal sister disconnected the circuit and said she noticed marked flashback up in one of the lumens beyond the clamp after locking the line with sodium citrate even though it was definitely closed. She thinks this was the red clamp, but couldn't be sure. She said the patient was coughing at the time. A new rrt was connected to the line and ran until (B)(6) 2011 when it was electively washed back and the dialysis line was removed. The patient remained in ICU due to other unrelated reasons.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.